Manufacturer narrative:
Additional information: d.9.h.3. Plant investigation: the device history record did not reveal any issues or problems related to the reported symptom code (s). The cycler was found to have insect infestation, the cycler will be quarantined and an investigation cannot be performed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with a pd treatment. There was a filling slowly issue during fill 1 of 3. Fluid was discovered in the pump module area. The patient was issued a new cycler. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event associated with the fluid leak. The patient stopped using the cycler and was able to do manual treatments until the new cycler arrived, which the patient has been using with no further issues. The cycler is available to return.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with a pd treatment. There was a filling slowly issue during fill 1 of 3. Fluid was discovered in the pump module area. The patient was issued a new cycler. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event associated with the fluid leak. The patient stopped using the cycler and was able to do manual treatments until the new cycler arrived, which the patient has been using with no further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.